Manufacturer narrative:
This report is being submitted as follow up no. 1 and to provide the completed investigation results. In the initial report it was reported that the device was available however the device is not available. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received from a health care provider (hcp). The health care physician (hcp) reported that the patient reported this wire issue was briefly associated with the patient¿s stage I interstim procedure. The hcp reported that the patient was currently 4 weeks post their stage ii interstim procedure ((B)(6) 2019) and was currently without complication or complaints related to the interstim therapy. The hcp stated they did not receive this type of report/complaint from the patient at any time in their care. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urgency frequency - urge incontinence. It was reported by an advanced evaluation patient that there was a stitch that was loose and they kept catching it all the time. The patient also said that there was blood on the pad that was covered on their back. On (B)(6) 2019 the patient called the inbound line and stated that when they moved they could feel their wires pulling out of their back. The patient was assisted in making sure that their therapy was on and working and they found out that the therapy had been off. The patient was assisted in increasing the stimulation to a comfortable level and the patient was advised to decrease the stimulation if it got to be uncomfortable. The patient was also advised to contact their health care physician (hcp) with questions about medical advice or questions in regard to their health. On (B)(6) 2019 the patient reported they did not feel the therapy had been working for them. The patient stated it didn¿t matter whether they were standing or sitting, as it felt like the wires were coming out of them. The patient reported they did have a call into their hcp. On (B)(6) 2019 the patient stated that one of their wires had come out and they had talked with their hcp on this. The patient stated they were leaking more and they were advised that they should contact their hcp. There were no further complications reported.